Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement ratcheting handle shipped to site 01/26/2016. No parts have been received by manufacturer for analysis. To comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using the straight handle during surgery and the end piece broke off of the handle. Surgeon was using the mallet with the handle when the issue occurred. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the reported issue was confirmed. The impact cap has been broken off the end of the handle. The broken off portion was not with the returned handle. The reported event was confirmed to be caused by physical damage to the impact cap. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.